Event description:
Per the edwards lifesciences field clinical specialist report, during a transapical tavr procedure for a 23mm sapien valve it was noticed that after fast pacing during bav the patient was pacer dependent. The physicians kept her paced during the rest of the procedure. The sapien valve was implanted with no issues and after closure of the apex the team decided to move forward with placement of a pacemaker. Following the procedure the patient was stable and eventually transferred to the ICU. It was perceived that the patient¿s pre-existing right bundle branch block with an av block at baseline may have contributed to the event.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in the edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the reported heart block experienced by the patient during the tavr procedure cannot be confirmed; however, per report the event was considered to be related to the patient¿s pre-existing rbbb with an av block at baseline. It is possible that a combination of patient factors (i.e. Pre-existing conduction system disease, severe aortic annulus calcification) with procedural factors (i.e. Valve implantation) may have caused or contributed to the event. The device is not available for evaluation, as it remains implanted in the patient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.